Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that they were experiencing high blood glucose on november 15. The blood glucose at the time of incident was found to be 21.4 mmol/l. The customer alleged that the insulin pump was under delivering insulin as they had bolused but the blood glucose was not coming down. The customer was using insulin pump with 48 hours when the high blood event occurred. The customer was also using auto mode at the time of incident. Troubleshooting was performed. The customer also reported that the reservoir had air bubble anomaly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.